Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. The customer reported complaint was confirmed when turning on the pump. The cause of the issue was found to be a faulty main board. The main board was replaced. After repair the device passed functional testing. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a force sensor error. There was unknown patient involvement.